Event description:
During and atrial fibrillation and typical flutter ablation procedure, a pericardial effusion occurred. The cti line had already been ablated, the mapping catheter was in the left superior vein, the ablation catheter was in the left atrium and the left pulmonary veins were isolated. An ice catheter visualized a pericardial effusion and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: b5, g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The cardiac perforation was believed to have occurred when gaining transeptal access in the right atrium. The patient experienced a small drop in blood pressure which led the physician to check his ice catheter and find the effusion.